Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The initial failure description of a technical error code indicating a power error was incorrect. Instead, the ventilator generated a technical error code indicating a backup audible alarm or remote alarm error. Our field service engineer investigated the ventilator on site. During investigation, the ventilator alarming for backup audible alarm or remote alarm error was confirmed. The issue was resolved by replacing the monitoring pc board. After replacement, a pre-use check was performed which was approved. No further issues has been reported. The technical error code refers to failure in the backup alarm or the remote alarm capacitor on the monitoring pc board. This issue will not affect ventilation. The replaced monitoring pc board was not returned for investigation, therefore the root cause for the reported problem could not be established.

Event description:
Manufacturer's ref #: (B)(4).